Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected for damage. Results: the chamber was found broken at the connection between the water feedset tube and chamber dome, confirming the reported fault. The surface of the break was rough. A lot check revealed no other complaints of this nature for lot number 110421 conclusion: the feedset tube of the complaint chamber was found broken. The break was rough suggesting that the damage may have occurred as a result of the tube being pulled away from the dome, rather than being cut. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that water leaked between the connection of the water feedset tube and chamber dome of an mr290v vented autofeed humidification chamber. This was noticed prior to patient use.